Event description:
According to the center in 2003, the pt underwent revision surgery to remove the electrode positioner. The device remains implanted. The surgeon considers all other information as confidential and has stated that he will not provide additional information to the co.